Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported that upon insertion she had debilitating pain and recurring infections. Consumer successfully had her fiance manually remove two other tampons where the string was separated/pulled out. She spoke with a insurance nurse advice line.